Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had not been in for service yet. The customer issue was duplicated, and the root cause of the problem was found to be worn valves/expulsor as there was no flow. The expulsor/valves were replaced, and the sensor was recalibrated. The device was submitted for functional testing and will be returned to the customer was it passes all tests.

Event description:
It was reported that the 'no overpressure alarm was triggered'. There was unknown reported patient involvement.